Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm. The aortic neck had 30 degree angulation, it was 16 mm in diameter; however, on ivus it was larger than 18 mm and it was 8 mm in length. The iliac arteries had mild to moderate calcification and mild tortuosity. It was reported that the final angiogram revealed a proximal type 1 endoleak (see MFR # 2953200-2010-02593). An aneurx aortic cuff was implanted, which resolved the endoleak. On (B)(6) 2010 the pt presented with abdominal and back pain. A CT was performed and revealed that there was thrombosis throughout the entire stent graft system and there was no blood flow through the stent graft (see MFR # 2953200-2010-02595); however, there was some collateral flow feeding the lower extremities. A vascular bypass was performed on the same week the pt presented. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: occlusion. Mild tortuousity, mild to moderate calcification. Eval, conclusion: mild tortuousity, mild to moderate calcification.